Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath mobility issues because the sample was not returned for assessment. The exact root cause cannot be determined. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: occupation - lab manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 118880-2021-00216.

Event description:
The user facility reported that the glide-sheath slender was in the dorsalis pedis, and angioplasty was performed with a 0.18" saber balloon. When the balloon was removed it took the body of the sheath with it, leaving only the hub in its place. When the balloon was inspected it was found that the sheath was stuck to the balloon. A 5/6 slender sheath was inserted in its place, and an abbott armanda 0.18" balloon was used to continue the case. When the balloon was removed the same thing happened again and the body of the slender sheath was detached from the hub and stuck on the balloon. The estimated blood loss was less than 250cc's. The patient recovered and the procedure outcome was successful. Additional information was received on 02decmeber2021: there was no medical intervention required as a result of the sheath issues. A second device was used and also failed. Therefore a third slender sheath was use, however, they were done intervening on the patient, so they just took their final pictures using that sheath and concluded the case. Nothing was left in the patient anatomy. The patient is stable.